Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue (cs 12-00a30042). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2015 with the following findings: review of the alarm history revealed records of consecutive call service alarms cs054/cs052/cs012 dated 11 may 2015. No activity outside of normal use was noted in the black box data. On investigation, ez-prime steps were successfully performed. There were no cs012 alarms or any errors, alarms or warnings during the investigation. The pump cover was removed for investigation; there was no evidence of damage, defect or contamination of the pump¿s interior components. The pump performed within the required specifications and investigation did not duplicate the complaint.